Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. The event of seroma-late is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. No contact information was provided for the initial reporter, therefore additional event, product, and/or patient details are not attainable. Reason for reoperation: seroma-late.

Event description:
Patient's representative reported right side "accumulation of fluid" "still slightly edema," and feeling "extremely distressed, patient cannot sleep properly, this situation has clearly shaken patient¿s routine, since patient is very worried." The device remains implanted.